Event description:
It was reported the pump would not fill appropriately. It was reported that ¿upon replacing the device there was a noticeable indentation on the backside of the pump.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the pump was delivering dilaudid. It was reported the patient did not experience any gap in therapy. The physician noticed that he could not fill the pump completely with 20mls. It was noted that it happened two refills, back to back. It was at that time the physician decided to replace the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).